Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n485070, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had some pain at the implantable neurostimulator (ins) site and where the paddle connects to the lead, which started a couple of weeks ago. There were no reports of falls or trauma. The patient had an incident when they rolled over in bed and the lead site started to hurt. This occurred a month ago. There was a loss of therapeutic effect. The patient had more pain in their legs and feet and this started in the past month. The patient had a vein procedure in her left leg in an attempt to help with the pain however that did not help. The target area for stimulation coverage was low back however it had been helping with her legs as well. The patient had not made any adjustments on her own and she did not feel comfortable doing it, and she had not turned stimulation off to determine if the pain at the ins site diminishes or goes away with the stimulation off. Additional information was received on (B)(4) indicating that the patient was sleeping and turned in a certain way and felt that something really mo ved, since then her side was very sore and tender. The patient never had therapeutic effect in legs since implant. They had one leg done for circulation but there was no effect. The patient felt pain and needles on both legs and feet. The therapy was not helping the legs at all. On (B)(4) additional information was received indicating that the patient still had concerns regarding their device or therapy but was working with their physician or manufacturer representative. They had an appointment for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that the patient¿s provider believed the cause of event issue was a pulled muscle. Reprogramming was not needed for existing pain areas. However, the patient requested programming for new pain in their feet which was able to be captured with reprogramming. Impedance testing was performed and all were ¿perfectly¿ in range. The patient was reported as doing well and receiving effective therapy. If additional information is received, a follow-up report will be sent.